Event description:
Rayner received initial contact from the sales specialist for (B)(4) hosp on (B)(4) 2011. The event description provided is as follows "the surgeon implanted a c-flex aspheric 970c iol on (B)(6) 2011. Once the lens was implanted the surgeon observed a foreign body in the bag. The lens was subsequently explanted."

Manufacturer narrative:
This event has been allocated the reference no: (B)(4). Our review of mfg records for the c-flex aspheric batch (B)(4) batch shows that normal mfg and sterilization were recorded. Complaints since (B)(6) 2011, the month of MFR, were reviewed; no complaints of any type have been received against the c-flex aspheric 970c batch (B)(4). The c-flex aspheric 970c intraocular lens has been granted approval but has not been shipped to the united states of america.